Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the bath record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he opened the cassette door after receiving a cycler alarm he found fluid leaking from the cassette. The patient was advised to contact his pd nurse, the set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.